Event description:
It was reported that the customer experienced a high blood glucose reading of 507 mg/dl. The customer stated that the insulin pump alarmed calibration error, and he was very frustrated. He treated for high blood glucose, and by the end of the call, the blood glucose reading lowered to 399 mg/dl. He hung up the phone in anger. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.